Manufacturer narrative:
Voluntary medwatch report form received: mw5145850.

Event description:
Voluntary medwatch report form received notes that the atria lead had fractured and was surgically abandoned. No additional adverse patient effects were reported.